Manufacturer narrative:
The actual device was not returned as of the date of this report. Analysis was performed on retained units from the same sheath lot as that reported to have malfunctioned. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity. No root cause for the reported incident is identified based upon data obtained from the retained units. No conclusions are evident based upon the data available.

Event description:
The reporter states that the radiopague tip of the sheath detached in the target vein and is wrapped around the lead. The implanter decided to not attempt to retrieve the tip. Reporter also stated that no patient injury resulted from the incident.